Event description:
The suspect device result was 301 mg/dl. The user was sick all day and was also getting hi results. User was taken to the emergency room and their glucose was 162 mg/dl. User was treated with antibiotics and a drip for an infection. Controls were not used. The device was replaced and requested to be returned for eval.